Event description:
It was reported that the user experienced recurrent low blood glucose after starting a replacement ilet pump, including readings of 69 mg/dl and 54 mg/dl, and manually paused or shut off the pump while also overtreating hypoglycemia, which produced large glucose fluctuations; the user expressed dissatisfaction with the device¿s hypoglycemia prevention and was educated on appropriate treatment and use of the algorithm. Customer care provided support remotely which included review of reported glucose data and escalation for clinical decision support and re-training. Investigation of this case revealed that the lows and subsequent variability were associated with user actions inconsistent with the algorithm¿s intended operation, including manual pump pauses and overtreatment of lows, rather than a device malfunction. No symptoms associated with hypoglycemia. Outcomes included correction with oral fast-acting carbohydrate without hospitalization. It was concluded, based on previously established findings for similar reports, that user operation and use error were the likely cause.